Event description:
Pt developed instrumentation failure in association with obvious psuedoarthroses. Pt has neck and neurogenic right arm discomfort associated with the pseudoarthritis phenomena and persistent difficulties with symptomatic foraminal and lateral recess stenosis, asymmetrical, worse on imaging studies at c4-c5 and c5-c6. The hardware was removed anteriorly. The screws that were broken had to be left, leaving 3 of the shanks there. Posteriorly, the pt was found to have evidence of pseudoarthrosis. Keyhole foraminotomy was performed on the right at c4-c5 and c5-c6. The spine was grafted with generous amount of autograft from the left ilium supplemented with some grafton putty and posterior richards secure strand.